Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with an infection underneath the sensor pod area on the thigh. Prior to sensor insertion the area was prepped with alcohol. The reporter stated that a bacterial infection requiring a 4-day hospital stay and treatment with unspecified intravenous antibiotics occurred. According to the reporter, it was concluded that bacteria was a normal occurrence on the skin and not related to the product. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is good. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.